Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study where the capsule detached prior to the end of the procedure. Technical support connected to the computer and confirmed the capsule appeared to detached early. There was no patient harm. A repeat the procedure scheduled on a different day will be necessary.